Event description:
The pt contacted shiley to report that they had their bjork-shiley convexo-concave mitral heart valve explanted due to the alleged risk of strut fracture. The explanted bscc mitral heart valve was sent to shiley for examination. Microscopic examination revealed a single leg separation of the left leg of the outlet strut.